Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had their device programmed yesterday and stated the rep had a little trouble programming it. Patient stated they were still getting a little tingling and numbness on their right side. Patient stated all of the problems are on the right side throughout the day and the implant is on the right side. Patient reported last night when they laid down to go to bed, as soon as they laid down, which is usually on their left side, it started vibrating across their whole hip area from the right leg to the left leg and they knew they weren't going to be able to sleep because it was like they were getting a shock. Patient added the stimulation went right across from their hips to their knees like they were hanging on to a live wire as soon they laid down. Patient stated they turned therapy off. Agent walked patient through connecting to implant and turning therapy on. Patient reported group a with intensity on 1.4. Patient reported their rep told them they could lower intensity and agent provided instruction. Patient decreased intensity to 1.3 stating they had still felt shocking in their calf muscle yesterday afternoon. Patient will maintain stimulation level and will continue to track symptoms. Agent redirected to rep and healthcare provider to further address as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause was a faulty stimulator. They said they "replaced it with a used one?". They said it worked fine using the used unit. They have not idea if they will receive a new unit.